Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records, and the complaint history were reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the inability to remove the gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique/procedural conditions. Review of the device lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. The inability to remove the gripper line may be influenced by anatomical morphology / pathology, including vessel tortuosity, rotated heart, etc. There is no indication that the patient condition influenced the inability to remove the gripper line. Inability to remove the gripper line may also be influenced by procedural conditions / user technique, including creation of knots in the gripper line during unwrapping or kinks / damages to the gripper line during the procedure. There is no indication that the user technique or procedural conditions influenced the inability to remove the gripper line. While potential causes for the inability to remove the gripper line were considered, a definitive cause could not be determined. There does not appear to be a deficiency with respect to product quality. The patient effect of foreign body in patient is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the retention of the gripper line was a physician decision, and is related to operational context. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This is submitted to report the failure to remove the gripper line of the clip delivery system (40425u1/27), which resulted in the gripper line being left in the anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the leaflet coaptation length was < 2 mm. One clip was deployed in the central position of the leaflets with a relevant jet medial and lateral, and the mr was reduced to 3. A second clip delivery system (cds 40425u1/27) was then advanced to the mitral valve and the clip was positioned medial to the first clip. The clip was deployed and the gripper line removability was established successfully. The gripper line was retracted approximately 40 cm, but resistance was felt and it was not possible to remove the gripper line further. Troubleshooting steps were performed, but were unsuccessful. After approximately 30 minutes it was decided to remove the mitraclip system and leave the gripper line inside the patient. The procedure was aborted and the mr was reduced to 2 with two clips. As the gripper line remains in the anatomy, the patient is receiving oral anticoagulation, and on a normal ward. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, one implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.